Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error) exp: 6 act: 31.1. When the device was powered on the device alarmed of being empty. It was determined that they filled the device with sterile water without adding in the cleaning solution. They would fill the device properly and call back to troubleshoot the calibration error 80. Per wo update from tech support on 07aug2024, it was noted that they were able to fill the device with the proper methods using cleaning solution. They still received error 80 during calibration expected, 6 actual, 24.9. Failed mixing pump, they will replace the mixing pump in house, parts and price provided. Also stated that they will purchase a level sensor too just as a precaution. Per additional information received from biomed via phone on 23oct2024, they confirmed replacement of the level sensor and device was back in service.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-07103. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error) exp:6 act: 31.1. When the device was powered on the device alarmed of being empty. It was determined that they filled the device with sterile water without adding in the cleaning solution. They would fill the device properly and call back to troubleshoot the calibration error 80. Per wo update from tech support on 07aug2024, it was noted that they were able to fill the device with the proper methods using cleaning solution. They still received error 80 during calibration expected, 6 actual, 24.9. Failed mixing pump, they will replace the mixing pump in house, parts and price provided. Also stated that they will purchase a level sensor too just as a precaution. Per additional information received from biomed via phone on 23oct2024, they confirmed replacement of the level sensor and device was back in service.